Event description:
It was reported the bd hypoint¿ ndl25ga5/8in needle broke off during injection. The following information was provided by the initial reporter icatibant needle broke off during injection. Needle broke off during injection & half part remaining of needle in the skin of patient.

Manufacturer narrative:
E.1. (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6: investigation summary: unconfirmed: no evidence provided h3 other text : see h.10.

Event description:
It was reported the bd hypoint¿ ndl25ga5/8in needle broke off during injection the following information was provided by the initial reporter icatibant needle broke off during injection. Needle broke off during injection & half part remaining of needle in the skin of patient.